Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
Boston scientific received information that the patient was in the hospital being treated for septic shock. The clinician stated that the patient is experiencing ventricular tachycardia (vt) with rates of 180 to 200 beats per minute, but no therapy was being delivered. A remote interrogate was attempted, but unsuccessful. Boston scientific technical services (ts) was consulted and assisted in troubleshooting possible reasons they were unable to interrogate the implantable cardioverter defibrillator (ICD). It was noted that the patient has not been compliant with follow-ups since implant almost four years earlier. Ts suggested an interrogation with a programmer. Additional information was received from the field representative that the ICD was unable to be interrogated with a programmer and was thought to have a completely depleted battery, due to this shocks were not available to be administered to treat the vt. It was noted that the patient remains in the hospital awaiting analysis as to if the infection has affected the ICD and right ventricular (rv) and right atrial (ra) leads. It was noted that the patient will be transferred to another facility within the near future. The ICD and leads remain in service and no additional adverse patient effects were reported.